Event description:
In 2009, the drainage catheter was placed for ptgbd (percutaneous transhepatic gallbladder drainage). At that time, an artificial respirator was put on the patient. (About 10days after placing the drainage catheter) when taking off the artificial respirator, it was found that the part of the string, which was locked with a mac-loc locking mechanism, was not visible from outside of the patient's body. It was unknown if the string became loose or broken. Only the catheter tube was able to be removed out of the patient's body, but the string was unable to be removed and it remained in the patient's body (it was confirmed that the two ends of the string were exposed out of the patient's body). On the following month, the physician grasped the string ends which were exposed out of the patient's body and attempted to remove the whole string out the patient's body, but it was unable to be removed. The physician took a wait-and-see approach and clamped the exposed string ends and then three days later, instead of removing the string out of the patient's body, the physician decided to cut the string ends and keep the rest of the string left in the patient's body. The status of the patient is unknown.

Manufacturer narrative:
Still under investigation.